Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy. Event description: use of a single-use laparoscopic trocar during a colectomy. At the introduction, the end of the sleeve was broken on 2 cm broken element detached in the wall. Found in direct sight. Current state of the patient: none because piece recovered. Actions undertaken in the care establishment for patient care: use of another trocar type of intervention: use of another trocar. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a damaged cannula could not be confirmed. In the absence of the event unit, it is difficult to determine if the damaged cannula was caused by a device or manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause at this time. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: colectomy event description: use of a single-use laparoscopic trocar during a colectomy. At the introduction, the end of the sleeve was broken on 2 cm broken element detached in the wall. Found in direct sight. Current state of the patient: none because piece recovered. Actions undertaken in the care establishment for patient care: use of another trocar additional information received by email from applied medical representative on (B)(6)2020: this port was used as auxiliary port. Insertion method was introduction trocar under visual control. Type of intervention: use of another trocar patient status: no patient injury or illness occurred associated with the complaint event